Event description:
It was reported that the plug broke while inserted and the surgeon used another one instead.

Manufacturer narrative:
Update: manufacturing date. An event regarding a fractured device involving an exeter 2.5 I m plug 14mm was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event.device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies.complaint history review: a complaint history review confirmed other similar events for the reported lot.the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the plug broke while inserted and the surgeon used another one instead.

Manufacturer narrative:
An event regarding a fractured device involving an exeter 2.5 I m plug 14mm was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the plug broke while inserted and the surgeon used another one instead.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Discarded.